Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the meter alerted the user of an error 1 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/04/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the black box data revealed occurrence of related alarms. The meter successfully paired to a test pump.